Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen via implantable pump. The indication use was I ntractable spasticity. It was reported that the patient had a surgery for "rods" that "messed up". The patient stated that the healthcare provider (hcp) did not know how to put the pump back in right and the patient went without baclofen that led to withdrawal so the patient rep was trying to proactive asking about how the patient's upcoming hip surgery may affect the pump. The agent reviewed the information and medtronic resources available to hcps.